Event description:
It was reported that the patient presented in the emergency room due to experiencing palpitations. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited a high pacing threshold, resulting in loss of capture and muscle stimulation. The rv lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold and muscle stimulation. A complete lead was returned in one piece. The reported event of unacceptable threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead was normal with no anomalies found.